Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose less than 70 mg/dl, but greater than 40 mg/dl with blurred vision and tiredness associated with a prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the pump was not priming the tubing during the load step. It was reported that the patient received an auto off alarm, confirmed the alarm and then received a loss of prime. The reporter stated that the patient primed while attached, resulting in hypoglycemic episodes. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/20/2016 with the following findings: the black box began on (B)(6) 2016. Due to continuous use of the pump, the black box data/histories for the event have been overwritten. The current black box showed no valid loss of prime events; all loss of primes were related to auto off, pump not primed after rewind or after a pump reboot and related to cartridge change. The use manual states in the auto off section, ¿once confirmed, no prime warning is triggered.¿ a 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump was detecting the correct force. The pump clearly displayed the message ¿disconnect infusion set from your body!" On the rewind screen and ¿be sure set is disconnected from your body. Then select continue "on the prime screen. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump cover was removed and there was no damage or evidence of contamination, moisture or cracked force sensor traces observed. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.